Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Doi: does the use of the largest possible metal head increase the wear of vitamin e-doped cross-linked polyethylene? Two-year results from a randomized controlled trial. 10.1302/0301-620x.103b7.bjj-2020-2064.r1.

Event description:
It was reported in a journal article that one patient experienced groin pain after an unknown amount of time post hip surgery. The pain was resolved after open bursectomy of the trochanteric bursa. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.